Event description:
It was reported that the patient was unable to charge the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the facility.